Event description:
Customer rpeorted device = 85 mg/dl 7:20 am. Cusotmer took normal dose of insulin. 1.25 hours later, customer was semi-conscious. Emergency medical technician (emt) was called. Emt device = 28 at 8:40 am and treated customer with a glucagon shot and IV. Controls were used, however values were not provided. A request was made for return product and replacement product was sent.